Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detached from the thread, before and during surgery. There was a delay of 10 minutes.